Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the device inspection results by olympus trading (shanghai) limited, there was the possibility that the reported phenomenon was attributed to the breakage of the locking and the pin of the video connectors due to the user connecting the video connectors with forceful force.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported that the connector of the device was damaged. A procedure was completed without replacing the device. Then, olympus inspected the device at the service department of olympus trading ((B)(6)) limited and found that the endoscopic image was intermittent. It was also found a problem of the lamp. There was no report of patient injury associated with this event.

Manufacturer narrative:
This follow-up report is being submitted to correct the report type of the event. The initial report has been submitted as 5 days report in error, however this event is considered 30 days report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Further evaluation of the device by olympus trading ((B)(4)) limited confirmed that one of the two lamps which send light to the endoscope didn't ignite and the other was dark. Olympus trading ((B)(4)) limited replaced the lamp and the brightness became normal. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.